Event description:
The pt experienced an overdose one day after they were implanted with a pump device system. The pt experienced drowsiness symptoms that required the pt to be given narcan. The pt was admitted to the hospital. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).